Event description:
Customer's meter would not display their test results correctly in the meter. Customer did not experience any symptoms, nor did they experience any adverse events. The meter has been replaced for the customer. A pt reported blood glucose results of 201, 191, and 132 mg/dl with a lifescan meter, performed within 20 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.